Event description:
The surgeon implanted an aa4204vf plate lens but the trailing haptic tore while being inserted. The incision was enlarged to remove the lens and sutures were required. The contact state it was unknown as to why the haptic tore. The contact was unable to provide the model and lot numbers of the injector and cartridge used.